Event description:
Reporter alleged blood glucose device measured 114mg/dl at 10:49pm back to back with a result of 223 mg/dl performed at 10:54pm. Customer indicated having previous higher readings in the 300s mg/dl; however, had no symptoms as a result. As a result of the comparsion, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.